Event description:
It was reported that the patient has expired after an implant duration of approximately 5 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative:in 2009, per response from the surgeon, it was learned that the device was explanted due to endocarditis, however, the explant date is unknown. Cause of death was aortic root abscess. No additional information was provided. This was determined reportable per edwards lifesciences procedures. The device history record (DHR) review was completed on 30-jul-2009, and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter was requested..